Event description:
By pressing just the deadman switch on the hand pendent, the table and upper jaws had moved unexpectedly on a varian 6/100 linear accelerator. Both motions are controlled by the same thumbwheel on the hand pendant. The hand pendant was replaced but the problem recurred. The cable was replaced and no add'l problems have occurred. A root cause analysis is currently underway, this involves a multi-disciplinary effort to include: physics, radiation therapy, radiological engineering, president of facility and qa.